Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "select" button on the channel a keypad that was inoperative was confirmed and duplicated during product evaluation. The root cause was assigned to fluid intrusion. The keypad was replaced in order to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a malfunction of a "select" button on the channel a keypad that was inoperative. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.